Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation), h11 corrected field: g7 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Reference complaint ID (B)(4)

Event description:
N/a

Manufacturer narrative:
Device has not been returned to manufacturer; supplemental report will be submitted upon completion of additional findings.

Event description:
The following was reported via medwatch # mw5162067 received on 29nov2024: it was reported that during therapy on sensation plus 50cc intra-aortic balloon (iab), a hole observed in the balloon allowing blood to enter and form a clot inside the balloon. Patient admitted for an emergent coronary angiogram showing occluded prox lad s/p aspiration, thrombectomy and ivus guided des x2. Patient had iabp placed and noted brownish discoloration on the helium tubing of patient's iabp with no alarms. The patient was sent to or for cut down to remove the device.